Manufacturer narrative:
Problem code captures the reportable event of wire break. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used during a dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke. The procedure was completed with a second truetome jag 44, using the same generator and active cord. There were no user injury nor patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke. Reportedly, there was no part of the device detached inside the patient. The procedure was completed with a second truetome jag 44, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable root cause is cause traced to component failure since the event was due to expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
Device codes: problem code 1069 captures the reportable event of wire break. Evaluation conclusion codes: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke. Reportedly, there was no part of the device detached inside the patient. The procedure was completed with a second truetome jag 44, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event.